Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp). It was reported that the lead placement has not changed from the initial surgery and the lead placement was excellent per the mo; the lead was placed in the left subthalamic region. It was then stated that the lead was placed in the left pallidum on (B)(6) 2016 and the patient gave an approximate 50% improvement of tremor.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0zerf, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that there was a lack of therapeutic benefit due to poor lead placement. A MRI was taken and the patient was reprogrammed to troubleshoot. The lead was moved from the subthalamic nucleus (stn) target to the globus pallidus (gpi) target. It was unknown if the issue resolved. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.